Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment of an error code and several error codes were noted. It was further noted that the on/off button on keypad was flat (out-of-specification mechanical), encoder assembly and one knob were contaminated and the battery drawer stuck. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was received into service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.